Event description:
A report was received stating the listed device was in use when the user's blood glucose levels became elevated and diabetic ketoacidosis occurred. The device user is pregnant and was hospitalized on (B)(6) 2015, with blood glucose levels of +400 mg/dl. While in the hospital, the cannula was removed from the patient and observed to be slightly kinked. The customer reported that the pump had alarmed twice while in use indicating that 2 boluses were incomplete. The health care provider was unable to determine if the raised blood glucose levels were related to a device site issue or due to hormonal complications, as the user has experienced blood glucose destabilizations due to her pregnancy. The patient's blood glucose levels were stabilized using an insulin drip. The patient was released from the hospital on (B)(6) 2015. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.